Event description:
This pt experienced pain around the jaw and headaches on the implanted side. Five electrodes were found to be faulty during diagnostic healing (july 2005). The audiologist remapped the device, but the pt was unable to adjust to the sound quality. The surgeon explanted the device in 2005 and reimplanted the pt with a new one. She is progressing well.